Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was over 600 mg/dl at time of call. Customer reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer was not insisting on insulin pump replacement. Customer treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.